Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the presented for follow up in-clinic after receiving an alert. Upon interrogation is was noted that the right ventricular lead exhibited a high voltage lead impedance value exceeding the upper limit. No intervention was reported. The patient will continue with monitoring as scheduled. There were no patient consequences.